Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: a review of the black box and pump histories indicated that the data from the time of the alleged complaint was overwritten due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that they did not think the pump was delivering accurately. The patient's blood glucose (bg) had reportedly been higher than normal, with the highest reading around 90mg/dl. The patient's bg at the time of the call was reportedly 88mg/dl. The reporter did not specify what the patient's normal bg range was. The reporter did not allege any signs or symptoms of hyperglycemia. The reporter stated that the patient had been giving additional boluses to try and get bg down. The patient's insulin sensitivity factor (isf) was reportedly 1:115mg/dl. Although the alleged bg values do not meet animas criteria for a serious injury, the reporter was advised to take the patient to the emergency room (ER). This complaint is being reported based on the allegation that the pump was not delivering accurately and based on the fact that the patient was advised to go to the ER.